Event description:
This report was received from baxter (B)(4). A physician reported a patient experienced bacterial peritonitis. On (B)(6) 2012, the patient presented to the hospital with pain, fever, cloudy effluent, diarrhea, low drain, and nausea. The patient was hospitalized for two days and treated with vancomycin and tobramycin (2 days), ampicillin (14 days). The cause of the peritonitis was not reported. Aseptic technique was confirmed. The patient was asymptomatic from the first day and had clear effluent on (B)(6) 2012. The patient recovered after two days. No additional information available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. The sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for peritonitis was not confirmed. The root cause was undetermined. There was no device malfunction or use error identified.